Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not latch/service code 204) has been confirmed. Upon investigation the electrode belt trunk cable connector was physically damaged and warped. The damage to the connector made it difficult to mate the electrode belt to a monitor, which caused the communication faults and the service code 204. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4). The patient using this electrode belt reported that the belt connector would not stayed latched and that she was receiving a service code 204 (belt/monitor unusable).